Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that upon receiving the replacement pump, the customer entered the settings onto the pump from the previous pump. It was reported that the customer had entered an amount for carbohydrates into the field for units of insulin, when entering values into the pump. Reportedly, the customer wanted to deliver a bolus and entered "19"; however, the customer saw that the pump showed "19 units" instead of "19 grams". Upon noticing this, the customer exited the screen without delivering the bolus. Customer called requesting assistance on turning the carbohydrate settings to "on". There was no impact to the customer's blood glucose level. Tandem technical support assisted the customer with successfully adjusting the requested changes to the settings.